Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that during a procedure involving a zcb00 intraocular lens (iol) the anterior capsule broke. Additional information received indicated broke capsule, anterior vitrectomy with an anterior iol. No further information has been provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection was performed on the returned sample and the lens was stuck in a cartridge. The cartridge had residues of viscoelastic solution. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. No deviation or non-conformity associated with the complaint were found. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.